Event description:
Customer reported that the pumping segment ballooned during use on the neuro trauma ICU unit. An antibiotic was being infused. Customer states that no IV pushes or flushes were given with the tubing. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
Manufacturer's report date: june 11, 2014. Internal file number: (B)(4). Unable to determine the cause of the customer's reported pumping segment ballooned because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.